Event description:
A report was received that the patient had fallen contact. Database analysis confirmed high impedance, but did not provide cause of the fallen contact. X-ray images provided were not easy to spot the location of potential fractures.

Manufacturer narrative:
Sc-8216-70 (sn (B)(6)). Device evaluation indicated that the x-ray photo that sent by the physician revealed that one of the contact is dislodged from the paddle and this resulted in the reported complaint. Visual inspection revealed that electrode #15 is partially dislodged from paddle end of lead but it is still connected to its corresponding cable. The paddle is missing electrodes #14 and 15. It appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement. This type damage occurs when the lead is exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. Record review revealed no additional information related to the complaint. Additionally, the lead bodies were cleanly cut. In multiple sections. The clean cut damage is a result of typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had fallen contact. Database analysis confirmed high impedance, but did not provide cause of the fallen contact. X-ray images provided were not easy to spot the location of potential fractures.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had fallen contact. Database analysis confirmed high impedance, but did not provide cause of the fallen contact. X-ray images provided were not easy to spot the location of potential fractures.